Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 407645 lead, implanted: (B)(6) 2006; 419378 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was possibly fractured. The lead was replaced and partially extracted due to obstructions, possibly calcification or scarring. No patient complications have been reported as a result of this event.